Manufacturer narrative:
The complaint concerns 1 unit of celsite st305l sm set sil 8,5f IV reference 4436920 from batch 36983517. Device history record the batch record, number 36983517 was reviewed: the batch is within the specifications and no discrepancy linked with this type of incident was observed. No other similar complaint was reported on the batch released in august 2021. Summary of investigation no sample, no picture and no x-ray picture were received for investigation. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. Raw material used for the manufacturing of catheters was compliant at receipt too. No other similar complaint was reported for those batches of catheters and raw material used. Customer information review : the device was implanted via the sub-clavian route. Root cause: without the complaint sample, picture or x-ray picture, no thorough investigation is possible and we cannot conclude on the real cause of the incident. However according to the information received, it suggests that the catheter was pinched crushed in the costo-clavicular space (pinch-off syndrome) at the rupture level. This is a rare incident, documented in literature. No corrective action is envisaged. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid catheter kink and/or rupture events. Conclusion: the complaint is not confirmed as sample was not available for evaluation. Without the device we cannot be absolutely sure but according to the informations received, it suggests that the catheter was pinched crushed in the costo-clavicular space (pinch-off syndrome) at the rupture level. The batch history records have not actually revealed failure during manufacturing process. This is an isolated event. If a sample do become available, the complaint will be reopened for further evaluation.

Event description:
Catheter rupture during removal. The patient was transferred for removal of the part of the catheter that was at the entrance to the atrium. According to the surgeon, the catheter rubbed against the collarbone during removal. No sample.